Event description:
It was reported that nothing happens when the start button is pushed on the remote monitor. Trouble shooting steps were attempted but there was still no activity to the monitor. The monitor will be returned and there were not patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.